Event description:
Rn noticed a puddle of discolored fluid on the floor near the suction irrigator. The suction irrigator battery housing was wet and began oozing black liquid. It was discovered the battery was leaking fluid. Manufacturer response for stryker suction irrigator, stryker suction irrigator (per site reporter): they took the device to look at it, but we have not heard back from the manufacturer on this issue.